Event description:
During an clinic follow-up, the device entered backup mode while being interrogated. As a resulted the patient experienced pacemaker mediated tachycardia with discomfort. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated the device was not in backup mode, however, the device was accidently reprogrammed to safety vvi mode. Additionally, the patient experienced phrenic nerve stimulation and did not experience pacemaker mediated tachycardia as previously reported.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.